Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the snake wrist. No other damage was found.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the maryland dissector instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.